Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was misaligned by about an inch. The user had ordered a new stylus but was unable to calibrate it. The user was advised on the steps to calibrate the stylus and sent a set of instructions on how to do so. There was no patient involvement.